Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in USA of peritonitis with culture positive for gram positive organism, patient dropped the line and picked it up and used it, and passed out while on machine due to blood sugar levels in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began dianeal pd4 ambuflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During the call with the baxter customer services, the following information was provided. On an unreported date, the patient passed out while on machine due to blood sugar levels. On an unreported date, the patient dropped the patient line and picked it up and used it. On (B)(6) 2012, the patient was diagnosed and hospitalized for peritonitis. Treatment was not reported for the events. Peritonitis with culture positive for gram positive organism - not recovered. Patient dropped the line and picked it up and used it and passed out on machine due to blood sugar levels.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, product surveillance contacted the facility for additional information regarding this event. The peritoneal dialysis nurse reported that the patient had a low blood pressure and low blood sugars the day of this event. She believes that this caused the patient to get lightheaded and pass out. The nurse does not believe that this was therapy related. The nurse declined to provide any further information. A review of all batch record documents was performed on (B)(4) with no issues noted during the manufacturing process. There were no deviations from standard procedure. This complaint for use error-breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.